Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for chest pain. The right atrial (ra) lead was found to have significant increase in capture threshold and had cause a pericardial effusion. The lead was revised where a sternotomy was required. It was noted that the patient had coded twice during the lead revision. The lead was repositioned and remains in use. It was further reported that the right ventricular (rv) lead had oversensing noted on electrocardiograms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for chest pain. The right atrial (ra) lead was found to have high and significant increase in capture threshold and had cause a pericardial effusion. The lead was revised where a sternotomy was required. It was noted that the patient had coded twice during the lead revision. The lead was repositioned and remains in use. It was further reported that the right ventricular (rv) lead had oversensing noted on electrocardiograms. The lead remains in use. No further patient complications have been reported as a result of this event.